Event description:
Healthcare professional reported an unknown side "tissue expander didn't expand fully and had a "dimple" in it." The device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified; device intact assessed as intact and functional. Leak test no identify any opening. Based on the device analysis the final assessment is: no openings found. No issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "tissue expander didn't expand fully and had a "dimple" in it." The device was not implanted.